Manufacturer narrative:
A review of the complaint history for sn (B)(4). Was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4). Was performed from the date of manufacture, 12-dec-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the hardware was failed that required maintenance a field service engineer (fse) confirmed that full height legacy drawer needed to be replaced. So, fse replaced full height legacy drawer issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a hardware failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.